Manufacturer narrative:
On june 2, 2021, mentor became aware that it was erroneously omitted in the initial report sent on may 13, 2021, that the patient was hospitalized for eight days. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation. On july 20, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 685cc returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device, indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2022, mentor became aware that the correct date of event was on april 20, 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone primary breast reconstruction, as part of a clinical study, with two 685cc mentor memoryshape breast implants, suffered bilateral breast infections, post-procedure. The patient also had some redness and was advised by a doctor to go to an emergency room. Subsequently, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis.